Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lot met all pre-release specs.

Event description:
On (B)(6) 2012, the pt underwent treatment of a thoracic aortic aneurysm with two conformable gore tag thoracic endoprostheses. On (B)(6) 2012, the pt presented to the hospital with severe back pain. Follow-up imaging reportedly showed an infection in the thoracic aortic aneurysm with two pseudoaneurysms on both sides of the aorta and evidence of aneurysm enlargement (amount unknown). It was reported that the aneurysm originally repaired did not show evidence of enlargement, but there was dilatation of the aorta at the proximal and distal ends of the devices; however, it is unknown what caused the infection or pseudoaneurysms. On (B)(6) 2012, an additional procedure was performed whereby the ctag devices were explanted, and the aorta was surgically repaired with a graft soaked in antibiotics. The pt tolerated the procedure.